Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for device interrogation, reporting tones, after being lost to follow-up. A fault message was encountered. The patient has been receiving theraputic radiation.